Event description:
It was reported that during a low anterior resection, the colon was cut but no clips appeared. The procedure was prolonged by 20 minutes. The procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.